Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a pt experienced an inappropriate defibrillation while at the hosp. Motion artifact contributed to the false detection. The pt was conscious at the time of the event. There were no witnesses reported to be present at the time of the treatment. The response buttons were pressed intermittently during the event but not immediately prior to the treatment. The pt remained in the hosp and is to continue wearing the lifevest.

Manufacturer narrative:
There was no death or malfunction associated with the inappropriate defibrillation event. The pt remained in the hosp and is to continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device monitor (B)(4) reuse. Electrode belt (B)(4) reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6).